Manufacturer narrative:
Concomitant medical products: product ID: 693565 lead, implanted: (B)(6) 2011; product ID: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.